Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately 50mm proximal of the distal markerband and extending approximately 3mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at approximately 330mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occured. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres, the balloon ruptured. No patient complications nor injuries were reported. It was further reported that the target lesion was located in the heavily calcified superficial femoral artery.

Event description:
It was reported that balloon rupture occured. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres, the balloon ruptured. No patient complications nor injuries were reported.